Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: observed broken and opening assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "rupture and implant exchange due to the patient's concern with the product". This record is for the left side. Device has been explanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "rupture and implant exchange due to the patient's concern with the product". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Continued e1 additional phone number: +(B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture and implant exchange due to the patient's concern with the product".